Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the patient presented to clinic for generator change procedure due to elective replacement indicator (eri) on (B)(6) 2025. Additionally, the atrial lead exhibited intermittent noise. Hence, as part of the generator change procedure, the physician elected to cap the lead as well on (B)(6) 2025, and a new lead was implanted successfully. The patient had no consequences throughout.